Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. During the follow-up phone call, the reporter claimed that the onetouch ultrasmart meter is reading inaccurately high. The pt tests his blood glucose reading 6 times per day and manages his diabetes with lantus and 70/30 insulin. The pt takes 70/30 and lantus insulin based on a sliding scale per the lfs meter readings. The pt has had diabetes for the past 51 years. Fifteen days prior, the reporter claimed that the pt obtained a blood glucose reading of "270 mg/dl" on the subject meter, which the reporter felt was inaccurately high. Per the "270 mg/dl," the pt took 15 units of lantus and 15 units of 70/30. The pt ate spaghetti for dinner and reportedly had more than enough carbohydrate that night. At 9:30pm, the pt started to have blurred vision, became shaky, and his equilibrium was off. The pt tested at "46 mg/dl" on the subject meter, "41 mg/dl" on the onetouch ultra backup meter, and "41 mg/dl" on the reporter's onetouch ultramini meter. The reporter treated the pt with sugar water. Reportedly, the pt experienced hypoglycemia throughout the night until the following day at 10am. The highest reading the pt obtained on the subject meter was "90 mg/dl" during the 14 hours, he was being treated with sugar water. The reporter allegedly was able to stabilize the pt's blood reading above "100 mg/dl" the same day at 10am after the pt ate 2 pop tarts with butter. The pt reportedly was feeling weak the whole day the same day. After that day, the pt's doctor decreased the pt's insulin regimen. This complaint is being reported because the reporter claimed that the pt had symptoms that can be associated with hypoglycemia after he took insulin per the lfs meter reading of "270 mg/dl". Replacement products were sent to the pt.